Event description:
It was reported that a device alarmed constantly for air-in line while delivering vancomycin to a pt. The customer stated that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom of "air in line" could not be confirmed or reproduced. The device was found to be within specification of the reported symptom. The unit was tested using the parameters during the last vancomycin infusion (200 ml/hr for 200 ml) and no air in line alarms were experienced during the test.